Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed there was a recharge antenna failure, no device found message. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the patient's controller went blank/unresponsive two times (once at the start of may and another time in mid june) when the patient was charging the implanted neurostimulator (ins). They reset the controller and the controller responded. The patient also noticed that the recharger antenna was getting hot to the touch; they did not recall an event date for the recharger antenna getting hot to the touch. The patient performed a hard reset of the controller and initiated a charging session of the ins with "excellent" charge quality. They inspected the battery compartment and recharger antenna for damage, but no damage was detected. During the call, the controller and recharger antenna were functioning as expected; the ins charge was at 90% and the controller charge was at 100%. The patient mentioned that the battery on the controller goes down when charging the ins and the ins charge goes d own when charging the controller. Patient services explained charging expectations and guidelines to the patient. They also mentioned the ins was not charging as quickly as the patient expected and they noted the ins charged in 1 hour. An email was sent to the rep air department to replace the recharger antenna.